Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of the event. Concomitant medical products: product ID: bi71000125, serial/lot #: none. Product ID: bi71000486, serial/lot #: none. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the batteries and motor charger board were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the motor batteries discharged. The motor batteries do not receive enough charge. The motor charge batteries indicator scrolling down after one minute. The next step was to replace the batteries and motor charger board. No patient was present at the time of the event.